Event description:
It was reported that during preparation for a coronary stenting treatment procedure, when the stent protector was removed from the 3.00x16mm liberte bare metal stent, the stent dislodged from the stent delivery, outside the patient's body.